Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons and eluvia drug-eluting stent on (B)(6) 2025 as a part of the clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery extending up to left distal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 160 mm lesion length with 85% stenosis and was classified as transatlantic intersocietal consensus (tasc) ii b lesion. Prior to the treatment of the target lesion with study device, pre-dilation was performed using 6 mm x 100 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 120 mm and 6 mm x 80 mm ranger drug coated balloons study devices followed by placement of 6 mm x 60 mm eluvia drug-eluting stent study device. Post treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2025, on the same day of index procedure, during the treatment of target lesion, dissection of grade a was noted due to 6 mm x 100 mm sterling pta balloon. In response to the complication, 6 mm x 60 mm eluvia drug eluting stent was placed. Post treatment, the final residual stenosis was noted to be 5%. On the same day, the complication of dissection was considered to be resolved. On the next day, the subject was discharged from hospital.

Manufacturer narrative:
A2: age at time of event: the subject was 63 years old at the time of study enrollment. Detailed product information was not provided to bsc. We were unable to obtain the information, as this was reported as a clinical event. Because the product details are unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.